Manufacturer narrative:
Patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 11 months. The device was received for analysis. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had suspected device thrombosis. The patient¿s lactate dehydrogenase (ldh) was greater than 2000 u/l. An echocardiogram showed inflow malposition and inability to offload left ventricle. Reportedly, the patient gained 30-40 pounds and the pump inflow looked to be in different position than immediately post implant. The patient underwent pump exchange on (B)(6) 2017.

Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis; however, the reported malposition of the inflow cannula could not be confirmed through this evaluation. The pump was returned assembled with the driveline severed approximately 14 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the sealed outflow graft and the outflow graft bend relief were not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed a large, red, denatured deposition between the outlet bearing and the stator blades. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation and the slight contact marks observed at the distal end of the rotor suggest that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated lactate dehydrogenase. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.